Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That set screws backed out post-op. Revision surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the set screw has not been returned, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. Incomplete rod seating, cross threading or other insufficient tightening events could contribute to set screw loosening.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That set screws backed out post-op. Revision surgery took place (B)(6) 2017.